Event description:
Edwards received notification that this patient with a 3300tfx21mm valve implanted in the aortic position underwent a valve-in-valve (viv) procedure after an implant duration of approximately seven (7) years and five (5) months due to stenosis. The patient was experiencing increasing shortness of breath on exertion prior valve replacement. A transcatheter valve was implanted within the surgical edwards valve. The patient was noted as to be discharged to recovery area in stable condition.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 3300tfx21mm valve implanted in the aortic position underwent a valve-in-valve (viv) procedure after an implant duration of approximately seven (7) years and five (5) months due to stenosis. The patient was experiencing increasing shortness of breath on exertion prior valve replacement. A transcatheter valve was implanted within the surgical edwards valve. The patient was noted as to be discharged to recovery area in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4(expiration date), g3, h4 & h6 (type of investigation, investigation findings & investigation conclusions) . The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. Although the reported event was confirmed, the investigation could not conclusively determine the root cause. The root cause remains inconclusive. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.